Event description:
It was reported the trial helped more with urgency than the device was helping. The patient had more urgency the week of the report than they had in a long time. It was noted the first day after implant was good, second day was bad, and then they had a couple good days. During trial when patient used left side it "helped a little, but not much." During the trial, the lead on the right side "helped a lot." It was confirmed the implantable neurostimulator (ins) was on and was set at program 4 at 3.5 volts. It was noted when the patient got home from implant, they were at 2.9 volts and that they last increased amplitude the morning of report. At the time of report, the patient was feeling stimulation. It was also noted there was a shocking or jolting sensation. At one point, the patient had not seen the ins on icon and they had not known if the shock they got from touching someone turned it off. This happened 2-3 days after the device was implanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported cause of the event as "just less effective than with pne". There were no abnormal impedance measurements. It was indicated that it was too early to say if the issue was due to the lead or not. No surgical intervention had occurred and it was noted that it had only been two weeks post-implant. Reprogramming was done on (B)(6) 2012 to try different programs for efficacy. There was no patient injury and the patient did not require hospitalization.

Manufacturer narrative:
Product ID 3093-28, lot # va02r45, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).